Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log file revealed two instances where the relative state of charge (rsoc) was greater than 100% involving two power sources. A rsoc value between 101% and 201% is indicative of a communication error between the controller and battery. Additionally, log file analysis revealed a controller power up and associated pump start event (B)(6) 2020 at 22:04:49. The data point prior to the loss of power revealed that a battery was connected to power port one with 54% relative state of charge (rsoc) and another battery was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that the battery was connected to power port one and the other battery was connected to power port two. The controller was without power for 11 seconds. No anomalies were observed leading up to the loss of power. The power sources were lubricated prior to release. As a result, the reported event was confirmed. Possible root causes of the observed communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to the reported user error as described in the event details. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power disconnects, and an unexpected power loss due to user error. The controller remains in use. No patient complications have been reported as a result of this event.